Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that the patient was dissatisfied, felt discomfort in his abdominal region, and thought that it was caused by the inflatable penile prosthesis (ipp) reservoir. The ipp removed and an 18 cm x 12.5 mm ambicor penile prosthesis (app) was implanted. The patient status is reported as doing well today. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.